Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, a new software installation was required. A spacer between the link electronic module (lem) circuit board and the main processing unit (mpu) board was cracked and caused a loose connection between both boards and caused the error code, the spacer was replaced. It was also noted that both keyboard hinges were cracked and the cable bay was damaged. (B)(4).

Event description:
It was reported that the screen calibration did not run. When the programmer was turned on, it displayed an error, the boot attempt was unsuccessful. The programmer was returned for servicing. There was no patient involvement.